Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had a myocardial infarction 2 days after the implant procedure. The patient had additional heart-related comorbidities and was non-compliant with her medications. Nevro had attempted to obtain additional information regarding the nature of this incident but had been unsuccessful. Stimulation was activated, and the patient received good pain relief. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no non-conformities were found.